Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator guidewire of a 5f exoseal vascular closure device (vcd) did not eject, which prevented the vcd from completing the blocking. The indicator wire cowling locked against the handle assembly, but no audible click was heard. There was no reported patient injury. The device was being used after an angiogram. The issue occurred after combination of the indicator guidewire cover and the catheter sheath connector. After removing the blocker and the sheath, it was found that there was no problem with the combination of the indicator guidewire cover and the catheter sheath connector, and the indicator guidewire did not eject at all. The exoseal vcd was used in a diagnostic procedure. The procedure employed a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No sound was heard, but the surgeon checked twice that the connection was done. However, the surgeon checked twice that the connection was completed. The device was not returned for evaluation as previously expected. One photo was attached to the event-2025-12927. In the photo, the delivery shaft section of a vascular closure device is observed covered with blood and apparently inserted into an unknown sheath. The plug is noted to be still at the delivery shaft. No other anomalies nor outstanding details could be observed on the images provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the guard being received locked, and since the device was saturated with blood, it was not possible to reset the guard. A deployment simulation evaluation was performed. Since the indicator wire was retracted and the deployment lever was received partially depressed, it was proceeded with full depression of the lever, achieving the plug expected deployment. A high magnification evaluation was executed to evaluate the internal mechanism after opening the device case. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18387383 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire deployment difficulty unable and vascular closure device (vcd) no audible click¿ was not observed during the analysis of the device. The device was received the window in red/white/black, which would demonstrate that the indicator wire was deployed and anchored to move the window. The guard was received locked and due to the blood residues, could not be reset to test its locking functionality. The exact cause of the failures experienced could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the indicator guidewire of a 5f exoseal vascular closure device (vcd) did not eject, which prevented the vcd from completing the blocking. There was no reported patient injury. The device was being used after an angiogram. The issue occurred after combination of the indicator guidewire cover and the catheter sheath connector. After removing the blocker and the sheath, it was found that there was no problem with the combination of the indicator guidewire cover and the catheter sheath connector, and the indicator guidewire did not eject at all. The exoseal vcd was used in a diagnostic procedure. The procedure employed a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No sound was heard, but the surgeon checked twice that the connection was done. The indicator wire cowling locked against the handle assembly, but no audible click was heard. However, the surgeon checked twice that the connection was completed. The device was not returned for analysis. One photo was attached to the event-(B)(4). In the photo, the delivery shaft section of a vascular closure device is observed covered with blood and apparently inserted into an unknown sheath. The plug is noted to be still at the delivery shaft. No other anomalies nor outstanding details could be observed on the images provided. A review of the manufacturing documentation associated with lot 18387383 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator wire deployment difficulty unable and vascular closure device (vcd) no audible click" could not be confirmed. The photo does not show the entire unit and a functional analysis is required to determine the functionality of the unit. Without the return of the device, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the device history record review and picture analysis, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator guidewire of a 5f exoseal vascular closure device (vcd) did not eject, which prevented the vcd from completing the blocking. There was no reported patient injury. The device was being used after an angiogram. The issue occurred after combination of the indicator guidewire cover and the catheter sheath connector. After removing the blocker and the sheath, it was found that there was no problem with the combination of the indicator guidewire cover and the catheter sheath connector, and the indicator guidewire did not eject at all. The exoseal vcd was used in a diagnostic procedure. The procedure employed a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No sound was heard, but the surgeon checked twice that the connection was done. The indicator wire cowling locked against the handle assembly, but no audible click was heard. However, the surgeon checked twice that the connection was completed. The device was not returned for evaluation as previously expected.